Event description:
Device 3 of 3. Ref manufacturer reports 1649914-2014-00035 and 00036.

Manufacturer narrative:
(B)(4). Quest medical, inc., has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Quest medical inc., defers to the pt's physician regarding medical history.